Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to femoral vasculature tissue damage with hemorrhage. It was reported that this was a mitraclip procedure, treating degenerative mitral regurgitation (mr) greater than or equal to 3+. Two mitraclips were implanted without reported issue, reducing the mr to grade 1+. When removing the steerable guiding catheter (sgc 80430u137), bleeding from the right groin was noted. The pulsatile flow and the bright red blood suggested an arterial injury during the femoral vein cannulation. It was felt that the sheath may have gone through the femoral artery into the vein. Manual compression was applied a vascular surgeon controlled the bleeding. The punctured femoral vein was repaired with sutures. The femoral arterial puncture sites were repaired with the help of pericardial patch. Echocardiogram was done on the day of discharge without reported issues. On (B)(6) 2018, the patient was discharged, reportedly without any complications and was in good condition. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effects of hemorrhage and tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of hemorrhage and tissue damage appear to be related to procedural conditions (sheath puncture femoral artery). There is no indication of a product quality issue with respect to manufacture, design or labeling.